Event description:
It was reported the patient experienced acute dyspnea associated with fever, chills and shaking. The patient was hospitalized. Blood cultures identified organism as escherichia coli (e. Coli). Chest x-ray showed persistent small bilateral pleural effusion. A computerized tomography (CT) scan showed ill-defined soft tissue stranding and fluid collection around generator pack. The crt-d system was explanted and replaced. Wound debridement, and vacuum-assisted wound closure was performed. The patient was administered antibiotic treatment. The patient is a participant in a clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.